Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that the patient experienced initializing screen without manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver was opened and passed inspection. The receiver log was downloaded. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.